Event description:
Pacemaker insertion 3/15/95. Surgery 7/21/98: removal old pulse generator, abandoning previous pacemaker pocket, insertion of new av sequential pacemaker with atrial & ventricular leads. Diagnosis: battery depletion, sick sinus syndrome, history of cardiopulmonary arrest, coronary artery disease.